Manufacturer narrative:
A device history record review was complete and documented that the device met all specifications upon distribution.

Event description:
It was reported that "the pressure value on the yellow line was abnormally high during use."

Manufacturer narrative:
Received one triple dpt with attached infusion set and pressure tubing. Priming solution was visible inside of the whole line. The yellow line of the dpt did not zero or sense pressure on a (B)(4) bedside monitor. Electrical testing showed that the output impedance of350 ohms, was out of the specification listed in the product IFU (300 +/- 15 ohms). The #2 lead wire did not make complete contact with the outer pad. Electrical testing was performed with agilent digit multimeter. There was no visible defect observed on the supercomal cable connector. Visual examinations were performed under 10x magnification. Although the defect found was confirmed to be a manufacturing defect, no actions will be taken at this time, as this is considered a random occurrence and the risk to the patient is not high. A supplemental report will be forthcoming when device history review is completed.